Event description:
The customer reported to olympus technical assistance center (tac), there was no image on the monitor when connecting a scope to the visera elite video system center prior to an unknown diagnostic procedure. There were no reports of patient harm associated with this event.

Manufacturer narrative:
At the time of the initial troubleshooting with olympus technical assistance center (tac), the reporter was not with equipment. Tac instructed the reporter, to examine the video socket and check the pins for any damage. Tac also recommended the user connect the scope to a different tower. The device was returned to olympus for evaluation and the customer¿s allegation was confirmed and caused by a worn out video connector latch. It had caused poor connection with pigtails and damaged pins inside the connector. There were minor dents and minor scratches were found on the housing. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, no image occurred due to damaged pin in video socket. Was due to worn out video connector latch causing poor connection with pigtails and damaged pins inside the video socket. The cause of the worn out video connector could not be identified. The indicated phenomenon can be prevented by adhering to the following information: ¿precautions when placing and connecting device (excerpt) a)all wires should be precisely and fully connected. Securely tighten the connector if it is equipped with a locking mechanism such as a screw. When the device is used with incomplete connections, device may not only function properly, such as not displaying images, but may also be damaged. B)do not sharply bend, pull, twist, or crush the cable. Doing so may damage the cable. C)do not apply excessive force to the jacket. There is a risk that the connectors will be broken.¿ ¿endoscope connection (excerpt). Connectors should be fully dry, including electrical contacts. If wet, add according to the "instructions for use" of the endoscope. If wet, the image may disappear or lead to failures such as flicking. 1 check that the device and surrounding device are turned off. 2 check that there are no abnormalities such as bending or crushing on the electrical contacts inside the video connector receiver of this product. 3 confirm that there are no bending, collapse, or other abnormalities at the electrical contacts of the videoscope's video hardware. 4 connect the light guide connector of the video scope to the light source device please refer to the "instructions for use" for the light source device. 5 connect the video connector on the video scope to this product. Hold the product with your hands and push the video connector with up indicator facing up until it clicks into place in the video connector receptacle of the product.¿ ¿care (excerpt). A)do not clean the connectors, such as the video connector receptacle, or the power inlet. If cleaned, contact failure may occur due to deformation or corrosion of the contacts, and this product may be damaged. B)if dirt gets on the video connector receptacle, wipe it thoroughly and then dry it. Use of contaminated material may cause infection.¿ olympus will continue to monitor field performance for this device.